Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient was symptomatic and was admitted to the emergency room (ER). The patient experienced syncope and pre-syncope prior to arriving to the ER. It was noted this patient was device dependent. In the ER, multiple short episodes of asystole were observed. This pacemaker was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.